Event description:
The customer reported that the device locked up on tissue. The site was unable to provide further information as to how the device was removed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00542. A visual inspection of the incident device revealed no damage. The jaws were not stuck shut, but had tissue between them. When the sample was latched closed, the jaws aligned properly to each other. The knife extended and retracted normally when activated with the trigger. The knife was not damaged. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking.